Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip broke off; the fiber tip did not detach at 187,283 joules. No pt injury was reported. The device was not returned for eval.